Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "seroma". The device has been explanted.

Event description:
Healthcare professional reported right side "seroma". The device has been explanted.

Manufacturer narrative:
Device: evaluation: analysis of the returned device identified: creases fold, deformation device, yellow particles and weight to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.